Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and based on the results of the investigation, olympus confirmed coating on the insertion tube was peeled off. Presumably, it could be caused by stress of repeated use, external factors, or handling of the device, leading to the suggested event. The event can be detected/prevented by following the instructions for use: instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the tracheal intubation fiberscope exhibited: peeling of the coating of the image guide pipe. There were no reports of patient or user harm associated with this event.